Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy due to the oversensing. The device also exhibited competitive atrial pacing events with automatic mode switching occurring. The patient was not symptomatic during the event. Programming changes were discussed. No intervention was performed. The patient would be continued to be monitored.